Manufacturer narrative:
The engineering evaluation noted the revision was likely the result of losse supporting ligaments, which led to joint instability and pain.

Event description:
Revision due to pain and joint instability.